Event description:
Complainant alleged that while attempting to treat a (B)(6) female pt, the device was unable to detect the attached electrode pads. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.